Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08---- inches. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 19-jun-2024, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 6.15 u. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.91 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched case and minor scratched lcd window. No physical damage to the reservoir tube noted. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Retainer ring damage not confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), retainer ring damage and hyperglycemia. The customer reported blood glucose value of 31.1 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported insulin pump damaged, retainer ring damaged, pump not working and high blood glucose. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1782k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.